Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: spine-us/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Availability unknown. E3: reporter is a j&j sales representative. Investigation summary: according to the information received, "[the nurse was having issues assembling the synframe ring, as the screws are stripped. The nurse requested another set in order to proceed for the surgery]" the product was not returned to depuy synthes; however, photos were provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a nurse was having issues assembling a syn-frame ring. It was reported that the screws are stripped. The nurse requested another set in order to proceed for the surgery. This event occurred pre-op, and the patient was not impacted. This report is for one (1) unk - screws: spine-us. This is report 4 of 4 for complaint (B)(4).